Manufacturer narrative:
(B)(4). Batch #t5cz75. Investigation summary the analysis results showed that one ecr45w cartridge reload was received. The reload was received partially fired 1/10 and with a damaged one piece sled. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the one piece sled is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during a single hole thoracoscopic pulmonary surgery, the device would not fire when severing the pulmonary vessels tissue with pce45a and ecr45w on the sixth firing. When the sled¿s position was checked, it was locked out on tissue. Changed to another reload and fired successfully. The customer suspected this issue is not related with gun, only the reload. There was no patient consequence reported. No additional information can be provided.